Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012661266 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The returned integrated needle/dilator could be fully inserted into the sheath without any resistance. In conclusion, the sheath failed the returned product inspection due to the kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly before inserting the integrated dilator/needle into the body, the needle tip protruded slightly from the dilator and did not retract fully into the dilator shaft even after activating the slider. It was noticed that the needle also extended more than 4mm when the slider was actuated. As a result, the integrated dilator/ needle and sheath were replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.